Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/24/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were responsive to button presses. The keypad cover was removed and no contamination was observed under the button contacts. The pump was opened and no intermittent conditions found on the keypad flex connector. The complaint of unresponsive keypad buttons was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment.